Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator. No patient involved.

Event description:
Red status indicator. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 22nd january 2013. The device was returned for red status indicator flashing. There were no self-test failures recorded in the history log, which is the normal condition for the status indicator to flash red with an audible chirp. However, the multiple manual power ups recorded between the 20th july 2018 to the 23rd july 2018 would suggest the user had witnessed a fault at this time. The investigation verified the led drive circuitry and visually inspected the leds within the membrane. The investigation did not identify any measurable fault or observed any visual abnormalities within the membrane. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The status indicator flashed green as normal throughout. The reported complaint pad-pak lot number j0103 was not returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.